Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions were updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that the station freezing issue was due to server-controlled purge. A technical support specialist initiated the purge and monitor to resolve. The system was functional as intended.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, d4, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-jul-2022 to 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was freezing during cases. A technical support specialist analyzed the issue was due to server-controlled purge and initiated the purge followed by monitoring to resolve the issue. The system was functional as intended after the technical support specialist analyzed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.